Event description:
It was reported that the pt had fluid build up around the pump. It was noted that the physician planned to open up the pocket site to determine the cause of the fluid. The pump was used to deliver morphine. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).